Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). The following additional information was requested and obtained: was the patient returned to the operating room 3 times to remove the defective drain and replace with a new drain surgically? Intra-op no further information is available. Device return status/follow up when we send the sample to you, we will let you know its return date and tracking number. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a spinal surgery on (B)(6) 2019 and a drain was used. During surgery, the suction could not be performed with the drain. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # ==> (B)(4). The sample was returned for evaluation. A functional test was performed. The drain was attached to the j-vac 100cc reservoir and drained water from a bowl. The drain was found to be fully functional. There were multiple dry blood clots inside the drain. They could be the possible reason for drainage problems observed by the user. The drain was found to be conforming to the specification. The batch review of in-process and final packaging inspections as well as the manufacturing process with respect to the production batch was completed. These products reported to be manufactured, inspected and packaged in conformance with customer specifications and have been found to be acceptable within all parameters. Mnf. Date 11-2018; exp. Date 11-2023.